Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial and ventricular leadless pacemakers (lp) could not be interrogation. Programming changes were attempted. The lp system was explanted and replaced with a transvenous pacemaker. The patient was in stable condition before, during, and after.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation, no telemetry issue was noted. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.